Event description:
It was reported the patient had a postoperative ileus. Interventions included a peripherally inserted central catheter line, abdominal x-ray of the posterior dynamic ileus. Two days later there was another x-ray and the ileus was improving. Two days after that there was an overall improvement noted on the x-ray. Four more days following that x-ray and another x-ray showed it had progressed throughout the colon. A chest x-ray was done to confirm PICC line and no active disease of the upper gastrointestinal and small bowel. A couple days later x-ray showed a partial small bowel obstruction with apparent narrowing of the small bowel lumen. The pathology report was negative. The etiology was noted as a new illness or injury. There was a planned surgery for ventral hernia repair, take down of adhesions and closure of small bowel enterotomy. The event resulted in prolonged in-patient hospitalization. The event was noted as resolved without sequelae. Additional information reported there was also a negative urinalysis. It was also noted that the patient was hospitalized for eleven days.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v466393, implanted: (B)(6) 2010, explanted: (B)(6) 2014; product type lead. (B)(4).